Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and a pump error. The customer was treated at the hospital. The event involved product(s) mmt-1896ja. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-1896ja.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Unable to verify pump error 53 and pump error 23 in the pump history file due to no data available (related svn (B)(4)). However, the pump was programmed and monitored for 2 days. No unexpected pump errors, including pump error 53 and pump error 23 noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. No communication-between pump & xmtr not confirmed (related svn 000319427984). The pump was received with a scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Found a usertimedatechange listed below in the pump history file. (B)(6) 2025 11:54:06.000 usertimedatechange (3). Systemtime = (B)(6) 2025 11:54:06.000. Newsystemtime: (B)(6) 2025 16:01:06.000. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 08-apr-2025 due to no data available in the pump history file (primary svn (B)(4)). Unable to perform the history review 1 week prior to the event date 08-apr-2025 in the pump history file due to no data available (primary svn (B)(4)). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.6 mv). The pump passed the functional testing. Unable to confirm alleged hyperglycemia (high bgs). Alarm not confirmed (unspecified pump error not confirmed). Alarm-a353-pump error 53 not confirmed during testing. Alarm-a329-pump error 23 not confirmed during testing. No communication-between pump & xmtr not confirmed. Cosmetic damage was confirmed at the front of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section d1/d2a/d2b, d4 - product material has been changed from mmt-1896ja to mmt-1886. 3. Section h6 - updated type of investigation, investigation findings, investigation conclusion codes. 4. Section h11 - updated return status rationale. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1886. Product return is expected for mmt-1886.